Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor lead exhibited high shock lead impedance of 210 ohms. The field representative was just asking on how to print the trends which was more than three months. The allegation was recorded on that trend. A boston scientific company representative responded that only trends within three months would be printed. No adverse patient effects were reported. The device remains in service. Additional information received. The hospital decided to closely monitor the patient and not to take other action for now. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.